Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04z6f, product type: lead. Product ID: 3387s-40, lot# v a04z6f, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's disease had experienced altered mental status starting on (B)(6) 2015. The event had required new in-patient hospitalization which was also the corrective action taken. It was unknown if it was related to the study or programming. The event had resolved.

Manufacturer narrative:
(B)(4)